Event description:
A customer reported an issue with the touchscreen of their pump, describing it as unresponsive and frozen, which prevented interaction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support provided the customer with information on how to reset the pump, but it did not resolve the issue. Consequently, a replacement pump was issued, and mdi was suggested as a backup therapy to ensure uninterrupted insulin delivery. The customer was informed about returning the faulty pump and the steps to follow upon receiving the new one.